Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D4: additional device information- catalog number updated to oss385 lot number unknow, expiration date updated to unknown, UDI updated to unknown. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date updated to unknown. H10: additional narrative. Zimvie received one (1) tsvt6b11, (imp,tsv,6.0,11.5,mtx,mg) for evaluation. Visual evaluation / functional evaluation of the as returned product identified signs of use but no apparent signs of malfunction. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1258899. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258899 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported the patient experiencing discomfort and pain that was not improving at implant tooth site #18 and requested implant removal. Patient has had other problems with implants in the same site in the past. Therefore, the implant was removed.